Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 98 machine, described as "higher than the setting, over about 300ml." No machine alarm was noted, as the displayed uf was the same as the setting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. Visual inspection of the machine showed that the uf-cell full calibration failed during the verification phase. A re-calibration also failed. It was discovered that the single-overflow indicator consistently displayed 0 during calibration, confirming a uf-cell malfunction. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the uf-cell failure and the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.